Manufacturer narrative:
Med watch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a rapidport ez strain relief or taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."

Event description:
Healthcare professional reported a lap-band port was explanted because "the device had flipped and the doctor was not able to flip it back and it was replaced." The event was first noted by an "inability to access port." The port only was explanted and replaced.